Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine clinic follow up, increased impedance measurements greater than 2,000 ohms were observed on this right atrial (ra) lead. Additionally, loss of capture was observed at 4.0 volts at 1.5 milliseconds. An invasive surgical procedure procedure was performed and the lead was capped and replaced without complication. To date, no other adverse patient effects were reported with this clinical observation.